Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830. Implantable port allegedly broke. This report was received from a single source. This event did not involve patient with no patient contact. The patient is male and (B)(6) years old; however, gender was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implantable port allegedly broke. This report was received from a single source. This event did not involve patient with no patient contact. The patient is male and 59 years old; however, weight was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation is inconclusive for 1135 - crack and confirmed break, fracture, and material separation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (device code: 1135 - crack) h11: b5, h6 (device code, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.